Event description:
We received this device as part of a warranty repair and a more detailed analysis revealed a fault during therapy. The device reliably recognised the malfunction and triggered corresponding alarms. Several attempts were made to obtain information about the incident. To date, no harm has been caused to patients, users or third parties and no further information has been provided.